Event description:
The product was used during an unspecified procedure. Reportedly, the instrument misfired. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for eval.